Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure." Number 4 states, "inadequate fixation at the time of surgery can increase the risk of loosening and migration of the device or tissue supported by the device." Number 5 states, "care is to be taken to ensure adequate soft tissue fixation at the time of surgery. Failure to achieve adequate fixation or improper positioning or placement of the device can contribute to a subsequent undesirable result." Number 9 states, "do not use excessive force when inserting the device. Excessive force may cause damage to the device and/or adversely affect its performance." Number 13 states, "ensure contact of tissue to bone when implanting."

Event description:
It was reported a patient underwent a peroneal tendon repair procedure on (B)(6) 2016. During the procedure, the anchor pulled out and it was found the inserter had shredded through the suture anchor. Six more anchors of a different lot were used to complete the procedure without delay. No additional holes had to be drilled.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. As the suture and the device had been removed from the inserter, dimensional analysis could not be performed. A conclusive root cause for the event could not be determined.